Event description:
It was reported that on (B)(6) 2006, patient was admitted to hospital and underwent an l5-s1 removal of interbody device due to osteolysis and a left sided transforaminal lumbar interbody fusion, a placement of a interbody device and posterolateral fusion using rhbmp-2/acs. Imaging studies ultimately showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near where the rhbmp-2/acs was implanted. Patient now suffers from severe injuries including but not limited to chronic pain and radiculitis,and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006: patient, who had initially underwent decompression surgery on 2003, and then revision on (B)(6) 2006, presented with complaints of worsened pain. Reportedly, her CT scan and MRI revealed apparent failure of fixation at the l5-s1 segment. The following problems were found through the radiological studies: migration of the interbody implant, s1 screws, and recurrence of spondylolisthesis. Reportedly, her symptoms produced a gait disturbance. Patient was diagnosed pre-operatively with the following pre-op diagnosis: failure of fixation, status post decompression and fusion at l5-s1. Right lower extremity radiculopathy. Lumbar curve. Intractable right lower extremity pain. Patient underwent the following procedures: removal of posterior segmental instrumentation l5-s1. Removal of interbody device at l5-s1. Left sided transforaminal lumbar intrerbody fusion l5-s1. Right sided transpedicular exposure for neural decompression l5-s1. Placement of interbody device at l5-s1. Posterior segmental instrumentation with bilateral pedicle screws at l4, l5 and s1 . Also one crosslink. Posterolateral fusion l4-l5. Bilateral l4-5 medial facetectomy and foraminotomy. Per op-notes: "all four screws were loose and removed...there was some bone graft growing through the previous foraminal area which was removed ...as suspected, it was prominent posteriorly and was pushing on the l5 nerve root...the spondylolisthesis did slightly reduce during this process as well. Bone graft was then placed anteriorly in the disc space followed by a pledget of bmp. "

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.